Event description:
It was reported that the four of the drainage bags customer received have damaged and defective tubes. They have provided photos which have been uploaded in the notes in our system, and are available if you should need them. The photos show that the tubes have kinks, crimps, dents, and warped areas. They have requested replacements. The customer is retaining the four items in case the manufacturer requests them. We have already replaced the product for our customer. Per follow up information received via email on 18nov2025, it was reported that the sample is no longer available. The item was purchased for a 100 yr-old male. The patient did not use the faulty item. There was a kink in the tubing. No medical intervention was required.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned seven-photo sample noted one opened (without original packaging), used dome drainage bag. Visual inspection of the sample noted that the first, second and third photo shows the drainage tubes with kinks. The fourth, fifth, sixth and seven photo shows the drainage tubing with crimps and dents. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections made to tab(s) d and h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone: (B)(6). UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the four of the drainage bags customers received have damaged and defective tubes. They have provided photos which have been uploaded in the notes in our system and are available if you should need them. The photos show that the tubes have kinks, crimps, dents, and warped areas. They have requested replacements. The customer is retaining the four items in case the manufacturer requests them. We have already replaced the product for our customer.